Manufacturer narrative:
Please note that this is a resubmission of a previously submitted MDR in 2015. Please see submission comment for explanation. Exemption letter e2013012 alma ltd. (Manufacturer) is submitting this report on behalf of alma inc. (Importer). The clinical experts contacted by alma diagnosed the discoloration as hyperpigmentation. The healing time can be few months and recommended to use kligman formulation for at least 8 weeks. Though it does not seem the damage is permanent but based on our procedures if the healing takes more than 90 days then it is reportable. In good faith efforts alma is reporting this. From the injury report there is no indication that a skin test was performed prior to the actual treatment as recommended in protocol. It seems that the practitioner started the treatment with the highest recommended setting for skin type IV - 80mj/pixel rather than with the lowest recommended setting which is typically applied during skin test (60mj/pixel) especially when it is the first procedure. Also that the patient refused to use hydroquinone pre-treatment, may also have contributed to the sustained hyperpigmentation spots. It was a protocol deviation and thus device was not requested back for investigation. A letter to doctor will be sent to reiterate the importance of recommended protocol.

Event description:
The suspected device co2 laser, pixel hand piece was used on skin type IV patient for skin resurfacing on face. The patient sustained hyperpigmentation spots. Based on the facility doctor's notes it seems that the patient declined treatment with hydroquinone prior to procedure which is recommended per protocol.